Event description:
Country of complaint: (B)(6). Product cut pt's skin into fragments instead of one piece.

Manufacturer narrative:
Eval: dermatome shows strong mechanical wear tracks. The cutter blade and the guide plate show strong impact spots with raised material. The skin glides over these plates in use, the noted raised material is leading to damages of the skin. The measuring bar is out of calibration, so that in conjunction with setting 0.2mm, the graft shows a strong wave structure. The left and right tension lever are so strongly worn, that a clamp function of the flap hardly exists. The dermatome was manufactured 04/2010, the next servicing would be in 07/2011. We assume no service has been done with this dermatome.